Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom of failing the 800-ml/hr gravimetric test, which was not reproduced or confirmed. Flow rate inaccuracies of up to 7.265% less than the volume to be infused were found, and under the threshold for reportability. No component causality could be identified to support the reported symptom. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts. The device will be returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction (flow rate inaccuracy of less than 10%) is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00757 can be removed from the FDA database. (B)(4)

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the 800 ml/hr gravimetric test during preventive maintenance testing. It was also reported there was no patient involvement.